Manufacturer narrative:
Three (3) photos were provided showing the 011-mc330164 in a plastic bag. No defects or anomalies noted in the photos. Received one (1) used 011-mc330164 for inspection. A microclave on the manifold was missing the silicone plug. The microclave was disassembled. Silicone oil was found on the internal spike. The reported complaint can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 11/24/2025.

Event description:
An email was received regarding a 231 cm (91") ext set w/4 gang stopcock, pole mount, 7 microclave clear (red, yellow rings), microclave, check valve, 4-way stopcock, rotating luer with list number 011-mc330164 and lot number 14309614. Malfunction of the anti-reflux valve (last valve furthest from the patient), causing a draft of air throughout the circuit, the ramp. It is absent: risk of air embolism. The ramp has been changed. A photo sample was provided. There was reported patient involvement. No patient consequences at the moment. The issue was reported to ansm ¿ french national regulatory agency. There was a delay in therapy due to the ramp change and the risk of gas embolism. The device has been replaced and therapy completed. It was observed a physical defect of the device was observed: a missing valve at the distal end; introduction of air via the missing valve. There was no blood loss considered clinically significant.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.